Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a coronary interventional procedure. Reportedly, a suture break occurred. A second proglide device was used and the sutures came out with the device. Hemostasis was achieved by surgical cut down and suturing of the artery. General anesthesia was used for the surgical cut down and closure. There was a 45 minute delay in the procedure due to the surgical closure procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.